Manufacturer narrative:
Continuation of d10: 5076-45 lead, implanted: (B)(6) 2007; dtma1d4 crt-d, implanted: (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead, an alert triggered for: rvtip to rvcoil lead impedance, lead was measuring low impedance. The rv lead remains in use. It was also reported that the patient presented to a healthcare facility due to syncope. It was noted that the cardiac resynchronization therapy defibrillator (crt-d) had triggered/reached elective replacement indicator (eri)/recommended replacement time (rrt). The crt-d was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that an additional lead warning triggered due to low rv pacing impedance.